Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. The reaction was located on the underneath the sensor pod and around the sensor wire only. The patient's mother stated that the patient's skin starting itching and hurting underneath the sensor on (B)(6) 2017. On (B)(6) 2017, the patient had taken sensor off during nap time due to the itching and pain. The patient's mother stated that when the sensor was removed the skin was raised, bloody, welts, clear liquid. Affected area was treated with fluticasone propionate that was prescribed on (B)(6) 2016 by the patient's dermatologist for a previous skin reaction, in addition to an over the counter (otc) antibacterial cream. Date of medical intervention is an approximation. At the time of contact, the patient's condition was well. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.